Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. It was noted that this was a chronic issue, and boston scientific technical services discussed turning off daily measurements to prevent additional high impedance measurement alerts. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the plan was to continue monitoring the system with routine follow-up. No adverse patient effects were reported.